Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected back light anomalies noted. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose level. Customer was having blood glucose level as low as 50 mg/dl and high as 700 mg/dl. The customer treated for high blood glucose with the insulin pump. Customer states that they received unexplained non delivery alarm and motor error alarm. The insulin pump will not be returned for analysis